Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was intractable spasticity. It was reported that the caller wants to find a new healthcare professional (hcp) for her son that she likes, in case of an emergency. The caller states in the 20 years her son has had the pump he has had 2 episodes. Caller states one time her son was given the wrong dosing because he was acting like he was over dosed. Her son's bowel and bladder functions shut down. They ended up in the ER where they cleared the catheter and gave new medication, everything went back to normal. The issue occurred ¿maybe 15-20 years ago¿ prior to the call date of (B)(6) 2019. There was no out of box failure reported and there was no medical/therapy problem related to the small components product. There were no further complications reported/anticipated.